Event description:
A peritoneal dialysis nurse (porn) reported that a patient on peritoneal dialysis (pd) was hospitalized with peritonitis. Per the porn, the patient developed an infection and was hospitalized on (B)(6) 2022. Upon follow up, the porn stated the patient was hospitalized for peritonitis and underwent surgery to remove a non-fresenius catheter, make, model, and manufacturer were not reported. The nurse declined to provide additional information. The cause of the patient's peritonitis was attributed to an infected pd catheter. It was reported that the patient was transitioned to hemodialysis for renal replacement. Additional information was requested however to date has not been provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).